Manufacturer narrative:
The device was not returned to olympus for evaluation. It was reported that the device was sent to the third party for repair. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center blacked out and produced no image during a diagnostic gastroscopy procedure. The procedure was completed using the same device with no delay. Additionally, the procedure was paused for a while. There were no reports of patient harm. There was no additional medical or surgical intervention required.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the blacked-out image could not be identified. Olympus will continue to monitor field performance for this device.